Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: customer reported that they did not use the ventilator on patient as regular way .when they are trying to use it then unit gives self test fail and multiple technical alarms on the screen .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: summary: customer reported that they did not use the ventilator on patient as regular way .when they are trying to use it then unit gives self test fail and multiple technical alarms on the screen .